Manufacturer narrative:
The exact event date was not available, therefore the date 11/01/2024 was used as estimate, as it was reported that patient's urinary incontinence started three months ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed, during which all components were removed and replaced. There were no device issues and no additional patient complications.